Event description:
The lay user/patient contacted lifescan (lfs) on march 14, 2006 and alleged that her one touch ultra meter was giving the error 4 message. One day earlier,(the night prior to the event), at approximately 10:30 pm, the patient tested on the subject meter with a result of 158 mg/dl. She was not experiencing any symptoms at this time. She took her set amount of 24 units of protaphan insulin as usual. Prior to this, between 6:00 pm and 7:00 pm, she took 10 units of novorapid insulin (per her diabetes medication regimen) based on her meter result at that time of 178 mg/dl and what she intended to eat for dinner. At approximately 3:00 am or 3:30 am, her 10 years old son realized that the patient was resting very uneasy. He woke her up and she was very confused and sweating. The sone attempted to test her blood glucose on the subject meter several times, but the meter showed the error 4 message every time. He is used to testing his mother on this meter. Due to the excitement, the son could not find his mother's second meter. So he contacted his neighbor. The neighbor's girlfriend, who is a physician, came and tested the patient on her own meter. However, th device and result are not known. Lfs was not able to reach the neighbor's girlfriend. The patient keeps "glucagon hypo kits" in her fridge and the neighbor's girlfriend injected the patient with one of these. The patient also reported that she very often has hypoglycemia events at night. However, the reasons are unknown to her. The patient's blood glucose level was not tested after the glucose administration. At the time of troubleshooting, it was verified that this was not a new meter. The patient's testing technique was reviewed to be correct and the condition of the test strips was good. The patient was asked to retest, but the error 4 message appeared on the display. This complaint is reported because the meter failed to provide a result at the time the patient was experiencing hypoglycemic smptoms and was injected with glucose by a medical professional. A replacement meter was sent to the lay user/patient immediately.